Event description:
The customer reported that there was oil leakage from the tube head.

Manufacturer narrative:
(B)(4). The ge service rep checked and found that some oil leaked from tube head. He cleaned the oil & there was no problem with the system. The system works as intended.